Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient's ins is not recharging. The battery was removed and reconnected. Additional troubleshooting could not be done due to lack of access to product. It was recommended verifying the ptm was charged and getting screen number. The caller was instructed to call back if the issue was not resolved. No further complications were reported. No patient symptoms were reported. Additional information: it was reported the cause of the patient's recharger issues have not yet been discovered. The rep has had several phone conversations with the patient trying to troubleshoot the problems based on tips given by tech services, but none available. The patient was unable to be reached by phone on 12/28 to have the patient call into the manufacturer while they were available. The patient was told to call and see if a new lithium battery can be sent to the patient. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the previous complaint regarding the recharging issues. The patient reported a loss of therapy due to not being able to recharge. The patient's back was bothering them and they were taking pain pills that did not work. The patient synced with the programmer and the ins was off. They were then able to start a charging session with 'excellent status' however the ins battery level was still showing red and was not getting fuller despite charging 2 or 3 different times for 30-45 each. A new ins recharger was sent to the patient. No further complications were reported.

Manufacturer narrative:
Previous supplemental did not change 'product problem' to 'adverse event and product problem' after symptoms were reported with additional information received from the patient. If information is provided in the future, a supplemental report will be issued.